Manufacturer narrative:
Sensor 3mh002qpgdm has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Observed patch terminated on the body. Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a high reading issue with the adc freestyle libre 2 sensor. The customer reported a scan reading of 184 mg/dl, and self-treated with fast-acting insulin (unknown dose). About an hour later, the customer lost consciousness due to low blood glucose. The customer was treated with glucose tablets by a third-party. Blood glucose meter readings of 70 mg/dl, then 140 mg/dl were obtained post-treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a high reading issue with the adc freestyle libre 2 sensor. The customer reported a scan reading of 184 mg/dl, and self-treated with fast-acting insulin (unknown dose). About an hour later, the customer lost consciousness due to low blood glucose. The customer was treated with glucose tablets by a third-party. Blood glucose meter readings of 70 mg/dl, then 140 mg/dl were obtained post-treatment. There was no report of death or permanent injury associated with this event.